Manufacturer narrative:
A visual examination of the returned device product determined that only a portion of the pull wire belonging to the boston scientific trapezoid rx lithotripter basket was sent for evaluation. In addition to the pull wire, a wire basket assembly, pull wire, and handle cannula from an unknown manufacturer was returned. A physical examination of the portion of the trapezoid rx lithotripter compatible basket pullwire found it to be approximately 75 cm long. Both ends appear to have been cut and it did not present evidence of failure under tension. One end of the wire was bent and curled as if it had been wrapped around lithotripsy handle. No other components of the boston scientific trapezoid rx lithotripter compatible basket device were returned. An examination of the basket assembly from an unknown manufacturer found the 4 basket wires to be curled and deformed. The basket wires were formed of coiled wires and a single wire strand from the coiled basket wire was broken and spiraled tightly. The basket wires were soldered together at the cannula. Additionally, three coiled wires formed pullwire and measured approximately 220 cm in length. One of wires forming the pullwire was broken and frayed at approximately 61 cm proximal the basket cannula. All 3 wires were bent and curled. The handle cannula measured approximately 7 cm long and had been cut on the proximal end due to the condition of the returned product, a thorough evaluation with respect to the reported event could not be performed. Therefore, the most probable root cause is undeterminable. It must be noted that portions of an unknown manufacturers product has been received along with the boston scientific device which contained evidence resembling the reported issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the biliary tract performed on (B)(6) 2012. According to the complainant, during the procedure, a 0.8cm stone was captured, but could not be removed through the papilla. Subsequently, lithotripsy was attempted; however, the stone could not be crushed and the basket tip could not be detached. Reportedly the physician noticed that the basket wires had broken and half of the basket remained in the patient. Another manufacturer's basket device was then used to crush the stone and remove the trapezoid rx lithotripter basket out of the patient. It was reported that no damage was noted to the device or its packaging prior to use. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the biliary tract performed on (B)(6), 2012. According to the complainant, during the procedure a 0.8cm stone was captured, but could not be removed through the papilla. Subsequently, lithotripsy was attempted; however, the stone could not be crushed and the basket tip could not be detached. Reportedly the physician noticed that the basket wires had broken and half of the basket remained in the patient. Another manufacturer's basket device was then used to crush the stone and remove the trapezoid rx lithotripter basket out of the patient. It was reported that no damage was noted to the device or its packaging prior to use. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): wire break and basket detachment. Tip won't detach. Concomitant medical product: olympus basket device. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).